Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 80% stenosed mid left anterior descending artery. A 2.75 x 18 mm xience prime was advanced several times to cross the lesion; however, the shaft separated. Another xience prime was used successfully to cross the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and detachment were confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.